Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No moisture damage found on electronic assembly and motor. The insulin pump had minor scratched lcd window, cracked display window corner, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump stopped working after getting exposed to moisture. The customer's blood glucose was 150 mg/dl at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.